Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site # 19 (universal) was removed. Mobility of the implant was noted in conjunction to patient reporting numbness. Consequence reported is nerve injury. Site was grafted with allograft.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified. Functional testing could not be performed for the reported events (mobility, numbness & nerve injury). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.